Manufacturer narrative:
Analysis of the extension (nkn084971v) found a broken conductor at the proximal end. The #0 conductor was broken 2.7 cm from the proximal end.

Manufacturer narrative:
Date was corrected from (B)(6) 2014 to (B)(6) 2015.

Event description:
It was reported that during the stage 2 implant on the date of this report electrode impedances were checked and contact c/0, 0/1, 0/2 and 0/3 all showed greater than 4,000 ohms. The healthcare professional disconnected the lead, extension and implantable neurostimulator (ins) and dried all junction connections and reconnected. Electrode impedance was re-tested and the same contact pairs showed greater than 4,000 ohms. The lead and extension connection were disconnected and the lead was tested alone and had produced normal impedance readings. The extension was changed out and all impedances came back normal. It was unknown if stimulation was felt and no fractures were noted. It was unknown how the patient was doing, all impedance values were within normal range. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was assumed the extender had a manufacturing defect.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4); product type extension product ID 3387s-40, lot# va0l9z0, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0l9z0, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that electrode impedance showed pairs with electrode zero were greater than 40,000 ohms. After the extension was replaced impedances were fine. A patient injury was reported. There was no patient death and they recovered without sequela. Additional information received reported that there was no patient injury during the event.